Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an est (endoscopic sphincterotomy) procedure. According to the complainant, during the procedure, the cutting wire broke, at the same time electric current was applied. No part of the cutting wire detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and bent. The working length of the device was found twisted. The broken end of the cutting wire appeared blackened/burnt. One end of the broken cut wire was found retracted inside the extrusion of the proximal pierce hole. The other end of the cut wire remained attached to the anchor at the distal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an est (endoscopic sphincterotomy) procedure. According to the complainant, during the procedure, the cutting wire broke, at the same time electric current was applied. No part of the cutting wire detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.